Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blood glucose level of 400 mg/dl due to stress and treated with shots. High blood glucose troubleshooting was not performed. The insulin pump was returned for analysis.